Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted into the patient in (B)(6) of 2009. On (B)(6) 2010, the patient presented with cholangitis due to biliary obstruction, and was subsequently hospitalized. During an ercp procedure on (B)(4) 2010, the physician noted that the stent had migrated proximally into the common bile duct. Though it was reportedly a difficult procedure, the stent was removed from the patient, completely in tact, using rat tooth forceps. No further medical intervention was performed. The patient was reported to be doing well post-stent removal.

Manufacturer narrative:
Stent implanted in 2009. (B)(4) - cholangitis due to biliary obstruction; non-surgical medical intervention requried. Stent migration. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.